Manufacturer narrative:
Yoon hs, chung dh, cho sy, cho mc, paick js, oh sj. Risk factors of salvage procedure for refractory morcellation during holmium laser enucleation of the prostate. Int neurourol j. Sep 2023;27(3):200-206. Doi:10.5213/inj.2346076.038. B3. Date of event the exact date of the event is unknown, estimated. With all the available information, boston scientific concludes that reported complaint could not be confirmed, due to the device did not return. According to the medical review and risk review, the unintended morcellation of nontarget tissues experienced and the perforation event reported are stated in the operator manual and instructions for use. Based on all the information available, known inherent risk of device was the conclusion code assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in journal international neurourology journal, that a retrospective study named risk factors of salvage procedure for refractory morcellation during holmium laser enucleation of the prostate was conducted to investigate the risk factors that make morcellation difficult, the main goal was to identify the risk factors for salvage procedure (sp) required for refractory adenomatous tissue resistant to morcellation during holmium laser enucleation of the prostate (holep) procedures. The investigation includes a total of (B)(4) patients, that were divided in two groups. The first group had (B)(4) participants that have had salvage procedures (sp), and the second group were the other (B)(4) patients with non-salvage procedures (non-sp). Regarding the first group, a total of (B)(4) patients of the total of (B)(4), underwent to tur-nodule, (B)(4) patients underwent a secondary morcellation procedure, and 1 patient underwent conversion to open cystotomy. Also, the patients were older and presented a higher 5-a reductase inhibitors that the non-sp patients. Also, according to the results obtained, the sp group demonstrate higher preoperative parameters such as prostate-specific antigen (psa), larger total prostate volume (tpv), and larger transition zone volume (tzv) compared to the non-sp group. Regarding the intraoperative complications, 61 patients presented capsular perforation. Additionally, only the age and transition zone volume were parameters associated with salvage procedures. Finally, it was determinate that the risk of refractory morcellation increased in those patients that are over 60 years old or presented a transition zone volume above 32ml.

Manufacturer narrative:
Yoon hs, chung dh, cho sy, cho mc, paick js, oh sj. Risk factors of salvage procedure for refractory morcellation during holmium laser enucleation of the prostate. Int neurourol j. Sep 2023;27(3):200-206. Doi:10.5213/inj.2346076.038 b3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported to boston scientific via an article published in journal international neurourology journal, that a retrospective study named risk factors of salvage procedure for refractory morcellation during holmium laser enucleation of the prostate was conducted to investigate the risk factors that make morcellation difficult, the main goal was to identify the risk factors for salvage procedure (sp) required for refractory adenomatous tissue resistant to morcellation during holmium laser enucleation of the prostate (holep) procedures. The investigation includes a total of 2,427 patients, that were divided in two groups. The first group had 260 participants that have had salvage procedures (sp), and the second group were the other 2,167 patients with non-salvage procedures (non-sp). Regarding the first group, a total of 250 patients of the total of 260, underwent to tur-nodule, 9 patients underwent a secondary morcellation procedure, and 1 patient underwent conversion to open cystotomy. Also, the patients were older and presented a higher 5-a reductase inhibitors that the non-sp patients. Also, according to the results obtained, the sp group demonstrate higher preoperative parameters such as prostate-specific antigen (psa), larger total prostate volume (tpv), and larger transition zone volume (tzv) compared to the non-sp group. Regarding the intraoperative complications, 61 patients presented capsular perforation. Additionally, only the age and transition zone volume were parameters associated with salvage procedures. Finally, it was determinate that the risk of refractory morcellation increased in those patients that are over 60 years old or presented a transition zone volume above 32ml.